Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unit received with cracked case at reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that none of the buttons were responding. Customer's blood glucose was 179 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.